Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on a pt sample. The sample was repeated twice with negative results. The discordant result was not reported and no indication of pt treatment administered. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument indicated that there were regent level sense and clot errors. Also, error on wash 2 litton driver were indicated for not allowing proper adjustment speed. The instrument errors were resolved and suspected to caused the discrepant result. No further eval of the device is required. The instrument is performing within specifications.